Event description:
I was implanted with essure in (B)(6) 2012, since having essure placed my overall health and quality of life has declined. Since implantation I have had the following symptoms: lower back pain, hip pain, shooting pain in the lower back, hip and groin, cramping, heavy menstrual periods, spotting, severe fatigue, mental cloudiness, teeth sensitivity, headaches, decrease of appetite, hair loss, joint pain, blurred vision, irritability, metallic taste in my mouth, skin lesions, hot flashes and sensitivity to noise. I was a healthy woman before this device was implanted in me. I have never had any of the symptoms listed above before (B)(6) 2012.